Manufacturer narrative:
Follow up report submitted to correct medical device catalog number in section d. The correct catalog number for the suspect device is 103-0007.

Event description:
Patient revised on (B)(6) 2021 due to humeral spacer disassociating from humeral stem. Components implanted on (B)(6) 2021. Surgeon explanted 36/+9 stability humeral cup and +9mm humeral spacer, and then implanted a new 36/+9 stability humeral cup and new +9mm humeral spacer.

Event description:
Patient revised on (B)(6) 2021 due to humeral spacer disassociating from humeral stem. Components implanted on (B)(6) 2021. Surgeon explanted 36/+9 stability humeral cup and +9mm humeral spacer, and then implanted a new 36/+9 stability humeral cup and new +9mm humeral spacer.